Event description:
The user facility reported that during a patient procedure, the table started smoking. The customer unplugged the table and the surgeon completed the procedure. A procedural delay was reported due to the event.

Manufacturer narrative:
No injury was reported; the procedure was completed successfully. A steris service technician arrived at the user facility, inspected the table and observed the power supply and power harnesses exhibited signs of severe heat damage. Additional heat damage was found on the underside of the table shroud and on the back-up hand control cable. The customer informed the technician that a significant amount of water was being used for the procedure at the time the table started smoking. The technician inspected the table's power supply and observed water which appeared to have entered through the table's base shroud. The technician noted that the sealing material was missing and damaged on this base shroud which likely allowed the water to enter into the table's power supply and cause the reported smoking. The service representative made the necessary repairs including resealing of the table, tested the unit and returned the table to service. While on site the user facility was made aware of the importance of properly sealing the surgical table. The table was installed on (B)(6) 2010 and is under steris service contract. The last preventive maintenance was performed on (B)(6) 2015 at which time the table was found to be operational. No additional issues have been reported.